Event description:
The pump was returned for investigation. Investigation revealed battery cap damage. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: investigation revealed a damaged battery cap top. (B)(6).